Event description:
Account is experiencing intermittent zero results for ast and alt that are normal when repeated. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.